Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire exited the extractor balloon on the side, not the tip. Another of the same device was used to complete the procedure. There were no patient complications and the patient was reported to be fine post procedure.